Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coat peeling was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found image guide tube coat peeling. Furthermore, the following additional issues (non-reportable) were identified during inspection: forceps channel pinhole, image guide corrugated tube pinhole, vent metal air leakage, angle over, brush insertion failure, rubber adhesion chipped, and eyepiece scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the tracheal intubation fiberscope to olympus repair center for evaluation of defects of the bending section and insertion tube. During the evaluation, image guide tube coat peeing was found. No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.